Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a "red tint." Reportedly, the display issue did not block any text or graphics. Tandem technical support advised the customer that the pump was still functional; customer acknowledged. The customer's blood glucose level was 120 mg/dl.